Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an internal corrosion. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: 6 may 2024 h3: one device was returned for repair in used condition. This device has not been in for service in the past. Visual evaluation and functional testing found a corroded battery compartment and mainboard. The cause of the primary problem of corrosion is mishandling of the device and mishandling around liquids. The mainboard will need to be replaced to correct problem. Waiting customer response on approval for repair.